Manufacturer narrative:
Serial number not provided by person logging complaint. Device was unavailable for eval as pt did not want to return device. Pt did not seek medical intervention. Filing only for allegation that device made her feel sick. No permanent injury or other adverse event. All materials used in air path have been tested to (B)(4).

Event description:
Customer alleges that when she used the device it gave off this horrible smell and made her feel like her lungs were "burning."